Manufacturer narrative:
Additional information b5: medtronic received additional information that the head of the robust spring that attaches to the roller head clamp that keeps the wash kit snug against roller head wheel assembly was out of alignment causing a lack of occlusion or a loss of some level of occlusion. The lack of occlusion caused fluid and bubbles to partially continue to flow from both directions in the wash kit. Medtronic received additional information that there was no patient blood loss due to this issue and a transfusion was not required. Correction device evaluation summary: the reported occlusion issue was verified during service. The service technician was unable to duplicate the issue, but upon inspection the service technician noticed that the tension of the roller head clamp on the top panel was reduced. The robust spring attached to the inside of the instrument was not in its correct position per the current specifications. The issue was resolved by adjusting the roller head clamp spring. Preventive maintenance was performed as per specification. Correction h6.1 (device codes (fdd/annex), h6.3 (eval code result (fdr/annex c) and h6.4 (eval code conclusion (fdc/annex d): these codes have been updated. Correction additional codes (img/annex g/ component): this code has been updated. Additional review of the event shows that the blood was flowing between the wash bag and reservoir and not the waste bag. Based on complaint history and risk analysis, the chance of this issue resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the unit seems to loose occlusion. There was bubbling into the reservoir and continued fill from wash bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported occlusion issue was not verified during service. Service technician was unable to duplicate  customer reported symptoms. Upon inspection service tech noticed the roller head clamp on top panel tension was reduced. The robust spring attached inside the unit was not in its correct position per current specs. The issue was resolved by readjusting the roller head clamp spring. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.